Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to dilate the lesion. However, during first inflation before reaching nominal pressure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.